Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure was completed successfully using ice visualization and under the care of an anesthesiologist. During the procedure 61 ablations were performed across the pulmonary veins and posterior wall, the treatment of the posterior wall is considered off label as the farawave is only indicated for pulmonary vein treatment. The patient was in good condition at the end of the procedure; however, approximately 30 minutes later the patient deteriorated. Their blood pressure dropped, there was a significant decrease in their hemoglobin, and they entered cardiac arrest. Coronary angiography was performed with no findings, additionally it had been noted there was no fluid in the pericardium at the end of the procedure either. The patient was given 2 units of blood and resuscitation was performed using a lucas chest compression system which were ultimately unsuccessful. At the time of the patient's death no source of bleeding had been identified.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although no product has been returned as it was discarded by the facility, we have determined that the bleeding, hypotension, anemia and cardiac arrest are known inherent risks with use of the farawave catheter device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications." Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that hemorrhage, hypotension, anemia, and cardiac arrest is addressed as potential procedural complications when using the farawave catheter. Additionally, based on the information provided, it was determined that off label ablations were performed on the posterior wall. There is no evidence that such ablations would cause or contribute to the patient complications that occurred. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of death, hemorrhage, cardiac arrest, anemia and hypotension were all defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of bleeding and cardiac arrest leading to death is a known inherent risk of the farawave catheter. The reported events of hemorrhage, anemia, hypotension, cardiac arrest, and death are recognized complications associated with cardiac ablation procedures and are addressed within the IFU and risk management documentation for the farawave catheter. The clinical presentation is most consistent with a possible acute hemorrhagic process, which resulted in anemia and hypotension, progressing to cardiac arrest and ultimately death. Because the source of bleeding was not identified, hemorrhage cannot be definitively confirmed, and the exact mechanism of the event cannot be established. There were no allegations of device malfunction, performance issue, or manufacturing deficiency that could have contributed to the reported event, and the device has not been returned to boston scientific for analysis. Additionally, the user used incorrect product for intended use was confirmed based on the event description; however, it is undetermined the cause of why the user did the procedure for posterior wall ablations.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure was completed successfully using ice visualization and under the care of an anesthesiologist. During the procedure 61 ablations were performed across the pulmonary veins and posterior wall, the treatment of the posterior wall is considered off label as the farawave is only indicated for pulmonary vein treatment. The patient was in good condition at the end of the procedure; however, approximately 30 minutes later the patient deteriorated. Their blood pressure dropped, there was a significant decrease in their hemoglobin, and they entered cardiac arrest. Coronary angiography was performed with no findings, additionally it had been noted there was no fluid in the pericardium at the end of the procedure either. The patient was given 2 units of blood and resuscitation was performed using a lucas chest compression system which were ultimately unsuccessful. At the time of the patient's death no source of bleeding had been identified.